Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from the healthcare provider (hcp) of a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had increased pain post implant. The patient went to the emergency room and it was discovered that the patient had an epidural hematoma. The patient had the system explanted on (B)(6) 2017 and had the hematoma surgically removed. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.